Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left subclavian. A 10.0x40x75cm express ld iliac was used for treatment. However, the stent came off prior to deployment. The stent was recaptured and deployed successfully. The procedure was completed. There was no harm to patient.